Event description:
The surgery center reported back haptic all twisted up coming out with a monofocal intraocular lens (iol). They also reported loading error. There was patient contact and the lens was placed in the eye. The issue was noted after implantation of the lens. No further information was provided.

Manufacturer narrative:
Section d6a: if implanted; give date: n/a (not applicable). The intraocular lens was inserted and removed during the same procedure. Section d6b: if explanted; give date: n/a (not applicable). The intraocular lens was inserted and removed during the same procedure. Section h3: the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of records related to the device including labeling and complaint trending will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. Attempts were made to obtain additional information regarding the event; however, the information was not provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: jun 10, 2025. Section h3: device evaluated by manufacturer: yes. Device evaluation: the original daisy wheel was received inside the original folding carton. The patient stickers, implant notification card, and patient implant notification card were also received. No lens was received. Product evaluation was not performed because the product has not been received. Based on the complaint investigation results, the product was released within specifications. Conclusion: as a result of the investigation, no malfunction or product deficiency was identified. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.